Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer (B)(4) has previously repaired/evaluated the skin graft mesher one time. The last repair was april 10, 2015 where it was reported that the ratchet handle was not engaging, the mesher is pushing and pulling the skin plate back and forth instead of pushing in one direction and the bellville washers, shoulder bolts, cap nuts, comb, and ratchet handle were replaced. This is not a related issue. Skin graft mesher was manufactured on march 10, 2008, and is over 8 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) revealed that the comb was out of shape and the cutter was not able to roll smoothly. The pre-test could not be done as the cutter would not operate smoothly. The customer 1.5:1 ratio cutter, serial number (B)(4), was found to not meet zimmer mesh criteria. Repair of the skin graft mesher was performed by zimmer (B)(4) which included replacement of the zimmer skin graft mesher comb pack. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer (B)(4) it was noted that the comb was out of shape and the cutter was not able to roll smoothly. Based on the information that was provided, the root cause of the reported event could not be specifically determined. It is unclear how the comb became damaged and necessitated repair. The IFU provides guidance on how to properly install and remove the cutter as to not damage the comb. ¿holding the cutter on both ends, place cutter (e) horizontally on top of the comb with the drive gears aligned. Assure the cutter drops into place by pressing down on the comb once or twice. Assure the cutter remains horizontal during installation.¿ and ¿to remove the cutter, hold on both ends and lift out of mesher. Assure the cutter remains horizontal during disassembly.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the item was not feeding the skin board. On inspection it was found that the skin scorer under the barrel was bent and needed repair. No patient involvement. No adverse events have been reported as a result of the malfunction.